Manufacturer narrative:
The emitter was returned to the manufacturer for evaluation. Testing found that the unit would not track when connected to a known operational navigation system. Additionally, the lemo connector was difficult to remove from ports. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unk. A medtronic representative went to the site to test the equipment. Testing revealed the emitter was broken, and the emitter was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the emitter showed as not connected. The manufacturer representative switched the emitter with another emitter at the sited and the issue resolved. This issue was noted outside of a procedure, and there was no patient involvement.